Manufacturer narrative:
Product code is unk; unable to enter this information in this section. Patient code (B)(4): no code available (secondary surgery, lens repositioning). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
On (B)(6) 2018, an unused lens was returned, with the note "able to reposition initial implant" written on it. The initial lens was repositioned on (B)(6) 2018 and is implanted in the patient's left (od) eye. Attempts to obtain additional information have not been successful.